Event description:
It was reported that the accuracy of a shunt placement tool was "off" during a case. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that the accuracy of a shunt placement tool was "off" during a case. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.